Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during use, the ventilator alarming circuit leak and low tidal volume. It was noted that there was a large air leak around tracheostomy. The cuff was completely deflated and reinflated using a technique. Still unsuccessful in maintaining cuff pressure or stopped the leaked around cuff. Tracheostomy tube was changed.